Event description:
We received a report that a multifocal intraocular lens (iol) was going to be explanted from the patient's left eye after the he could not adapt to multifocality. The initial report indicated the iol would be explanted on (B)(6) 2013. The procedure was postponed until (B)(6) 2014; we became aware that it was explanted on (B)(6) 2014. No surgical complications were reported. A separate report, 9614546-2014-00004 was filed for the patient's right eye.

Manufacturer narrative:
Telephone number: (B)(6). It was reported that the patient had a monofocal lens implanted, and was happy and doing well. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the lens is cut in two pieces. Also one haptic is missing. The lens can be identified as a tecnis multifocal acrylic 3-piece intra ocular lens because of the presence of rings on the optic surface and the type of haptic. Further analysis on the lens is not possible due to the fact that the lens is damaged. The condition of the returned lens is consistent with one that has been explanted. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and no non-conformities or deviations were noted. Based on the manufacturing record review and historical review all aspects of manufacture were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.